Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Based on line power monitoring results, suggested facility use a ups to help clean line voltage supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would lockup. No patient injury reported.